Event description:
During preventive maintenance service, the manufacturers service engineer reported the ventilator was intermittently failing battery operation. There was no previous report of the occurrence and there was no patient harm reported. The service engineer replaced the battery to address the finding. Final testing was performed and there was no fault recurrence reported. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources. Per the device operators manual, to reduce the risk of power failure the user must pay close attention to the battery charge level.